Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported her adc freestyle libre sensor fell off less than a day of wear while she was sleeping. The customer further reported she passed-out due to insulin shock and was unable to self-treat. A non-hcp (husband) treated the customer with glucagon injection. No additional treatment was reported. There was no report of death or permanent impairment associated with this event.